Manufacturer narrative:
A review of the device history record for the blue or towels pwtb04-stma, lot#f93858 showed that the product was manufactured from the 10th to 18th aug 2018. Based on the supplier¿s investigation, the device history record review did not indicate any exception that would have led to the reported incident. The supplier checked on the retained sample. (B)(4). No sample was provided for evaluation at this time. The or towel is made of cotton, so lint is born and inevitable. The intended use of or towel is to be used for applying medication to or absorbing small amounts of body fluids from a patient's body surface. Measures to better control and improve linting have been implemented. A suction process was added before products' final folding and operators perform this activity according to standard operation procedure requirements. In the folding process, one cloth bag protects 100 pieces of semi-finished products to avoid linting stuck onto the products during product transfer. Based on the investigation, all linting test data was within the acceptable range. Based on the investigation, all linting test data was within the acceptable range. There was no abnormal situation that had happened in production. Therefore, the root cause could not be determined and no further action taken. The complaint information was shared with the relevant sectors within the manufacturing facility for their awareness and we will continue to monitor for this type of incident.

Event description:
The customer reported linting of the or towels pwtb03-stma from the cardiac catheter tray kit sandhcccf2 during a cardiac catheterization. The procedure progressed cautiously due to the need to observe for lint on wires, balloons, stents and gloves. Staff and doctor needed to change gloves during the procedure. There was no patient injury reported. No patient demographics were provided. The event date was reported as unknown.